Event description:
It was reported that during the procedure, the drill bit broke when drilling through the femur. No patient injuries were reported. A minimal delay was reported and a backup device was available to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.